Manufacturer narrative:
(B)(4). Batch # p55v04. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Batch p55v04 is for an ecr45g instead of the reported ecr60g. Please confirm the product code and lot or batch of the reload. What was the product code of the stapler used?

Event description:
It was reported that during vats surgery, after fired on the 2nd firing with powered echelon flex, the blade has returned, but could not open the jaw, open the jaw manually with force, found the staple malformed with irregular shape. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # p55v04. The analysis results showed that one ecr45g reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.